Event description:
It was reported that the customer was taken to the hospital emergency room. He experienced severe stomach pain, dizziness, thirst and trouble urinating. Customer was wearing the insulin pump at the time of the incident; doctor instructed to disconnect and turn to back up plan; insulin injections. Blood glucose at the time of the admission was 489 mg/dl; current value is 110 mg/dl. Treated with insulin drip at the hospital. It was stated that prime was performed but it took a long time for the insulin to exit the tubing, went to 22.8 units. Additional troubleshooting was declined and it was stated that the customer feels well. Customer was informed that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.